Event description:
The manufacturer received information alleging a device quit operating for a few seconds and started again on its own with a buzzer sound. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. The occurrences of reboot were confirmed in the event log to be caused by program execution errors. The device's power management board was replaced to address the issue. Additionally, not related to the issue, the outlet flow path, blower assembly, right side assembly were replaced due to a life related smell.